Event description:
It was reported having charging problems. There was no reported adverse impact. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.